Manufacturer narrative:
No patient information to date. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit (apl) valve was cleaned to resolve the issue.

Event description:
The hospital reported a malfunction resulting in excessive pressure in the patient circuit. There was no report of patient injury.